Manufacturer narrative:
Additional information provided in h.3, h.6 and h10 the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 1.50cyl, 17.0 diopter (add power +2.2/+3.2) was replaced with an 1.50cyl, 20.5 diopter lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient unable to tolerate the halos. The iol was exchanged in a secondary procedure. Additional information was requested.